Manufacturer narrative:
The replacement set had the same lot number as the initial product that leaked. No e-mail address of the initial reporter was provided to 3m. The product was not returned for evaluation. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The solvent improvement was not implemented on the lot number reported under this event.

Event description:
The manager within hospital materials management alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at the "y" connection while saline was running through the unit. No pump or pressure device were noted as being used at the time the leak occurred. The set was replaced with a new set. The manager alleged the new set also leaked at the same location as the previous set. No patient injury was alleged.